Event description:
The customer and her parent reported that the customer was experiencing high blood glucose in the 400 to 499 mg/dl range in the evenings. It was stated the customer was not bolusing for all his carbohydrates. The customer's parent declined to be transferred for further assistance.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.